Event description:
It was reported that the right ventricular (rv) lead had diminishing r-waves. It was noted that the patient's health care provided suggested that the lead needed to be replaced. The lead remains in use. No patient complications have been reported as a result of this event.